Manufacturer narrative:
The instrument was returned with the wrist detached. Per the customer reported complaint, engineering evaluation observed that the instrument proximal clevis was missing half of the bottom section which mates with the main tube. The missing piece is approximately .25" x .125". The main tube is also missing a smaller piece at one of the t-tab slots. Engineering determined that the failure mode was most likely a break in the main tube to proximal clevis interface.

Event description:
It was reported that 3 hours into the total hysterectomy procedure the black tip of the tenaculum forceps instrument disconnected from the shaft while the surgeon was manipulating the patient's uterus. The tip was being held by a couple of wires and pk dissecting forceps instrument was used to help align the tip for removal from the trocar. During the alignment, a cable of the pk dissecting forceps instrument broke and a wire from the tenaculum forceps instrument broke and fell inside of the patient. The broken wire was retrieved and the planned surgical procedure was completed with another tenaculum forceps instrument. It was also reported that a black piece of the tenaculum forceps instrument was missing and the surgical staff was unsure if the missing instrument component fell inside of the patient during the surgical procedure. No patient harm, adverse outcome or injury was reported.